Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely the device interacted with the introducer sheath during removal causing the reported difficulty to remove and subsequent material deformation. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
N/a

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat an unspecified artery. The 2.50x28 mm xience sierra stent delivery system (sds) was going to be removed from the anatomy for guide wire repositioning. At the moment of removal, there was resistance with the introducer sheath but the stent was able to be removed independently still attached to the catheter of the stent delivery system. It was noted that the stent appeared to be kneaded [material deformation]. Another, same size xience sierra stent was used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.